Manufacturer narrative:
(B)(4). Batch #t9441c. Investigation summary: the device received was returned with the cable cut off, no apparent damage to the tissue pad, and properly attached to the clamp arm. In addition, the distal tip of the blade broke off and it was returned with the device. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. Due to the condition of the returned device, no further functional testing could be performed. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade.

Event description:
It was reported that during an unknown procedure, the tip of harmonic melted. There were no patient consequences.